Manufacturer narrative:
The damage found was sustained during the surgical procedure. The device was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine pulse generator change due to normal elective replacement indicator. During the procedure the set screw for the right ventricular lead would not loosen. The chronic device remains implanted. The patient was stable and will be monitored.

Event description:
New information received notes the patient presented for a pulse generator change out on (B)(6) 2017. The device was explanted and replaced. The patient was stable post-procedure.